Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at the scene of a car accident on (B)(6) 2018. The cause of death was as a result of the car accident. The caller stated that the customer had heart disease that may have led to the customer's passing. The customer¿s blood glucose was 20 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not want to answer more questions and stated the pump burned in the accident. The customer was not using sensors. The caller declined to return the insulin pump for analysis.